Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to power on. Insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator board were shorted, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted transistors could not be positively identified. It is unknown if the paramedic resuscitation efforts caused or contributed to the monitor damage. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to communicate with a monitor. The distribution node (dn) pca was thermally damage. The root cause for the damage to the dn pca could not be positively identified, but it is likely that the damage to the monitor induced the thermal damage to the dn pca. Due to the damage to the monitor, no device data is available after 11:23:11 on (B)(6) 2015. Efforts are underway to determine whether any additional data surrounding the event can be recovered from the computer/analog board.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015. The patient was at her sister's home on (B)(6) 2015 and was treated twice at 11:03:30 and 11:15:42 during episodes of ventricular fibrillation (vf). The treatments converted the patient's arrhythmias to sinus bradycardia. The patient was transported to the hospital via ambulance. During transport the patient was reportedly resuscitated twice by paramedics. The patient was admitted to the hospital and intubated. The patient's physician reported that there was a third "incident" of some kind while the patient was wearing the lifevest. When the patient arrived and was admitted at the hospital, the monitor was unable to power on, and the lifevest was removed. The last available device download data shows that the device declared a non-treatable rhythm at 11:16:01 on (B)(6) 2015. The patient passed away the morning of (B)(6) 2015 while not wearing the lifevest.

Manufacturer narrative:
The computer/analog (c/a) board was returned to the pca supplier to have the board's memory chips transplanted onto a new c/a board, in the hopes that additional device use data surrounding the event would be able to be extracted from the memory chips. The c/a board was returned to zoll on 02/01/2016, but the transplant effort was unsuccessful. No additional data was able to be recovered. The board was again returned to the supplier to attempt a second transplant of the memory chips. The board was returned to zoll, but the transplant was again unsuccessful. Zoll has been unable to obtain any additional device use surrounding the event. Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to power on. Insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator board were shorted, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted transistors could not be positively identified. It is unknown if the paramedic resuscitation efforts caused or contributed to the monitor damage. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to communicate with a monitor. The distribution node (dn) pca was thermally damage. The root cause for the damage to the dn pca could not be positively identified, but it is likely that the damage to the monitor induced the thermal damage to the dn pca. Due to the damage to the monitor, no device data is available after 11:23:11 on (B)(6) 2015. Efforts are underway to determine whether any additional data surrounding the event can be recovered from the computer/analog board.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015. The patient was at her sister's home on (B)(6) 2015 and was treated twice at 11:03:30 and 11:15:42 during episodes of ventricular fibrillation (vf). The treatments converted the patient's arrhythmias to sinus bradycardia (see attached ECG strips). The patient was transported to the hospital via ambulance. During transport the patient was reportedly resuscitated twice by paramedics. The patient was admitted to the hospital and intubated. The patient's physician reported that there was a third "incident" of some kind while the patient was wearing the lifevest. When the patient arrived and was admitted at the hospital, the monitor was unable to power on, and the lifevest was removed. The last available device download data shows that the device declared a non-treatable rhythm at 11:16:01 on (B)(6) 2015. The patient passed away the morning of (B)(6) 2015 while not wearing the lifevest.